Event description:
A patient reported blood glucose results of "170 mg/dl" with a lifescan meter and "120 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The test strips were in good condition, codes matched, adn the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The patient performed two control solution tests, both failed. The patient neither alleged harm no experienced injury or medical intervention.